Manufacturer narrative:
(B)(4).device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred.vascular access was obtained via the right femoral artery. The 99% stenosed target lesion was located in a calcified and moderately tortuous left anterior tibial artery. The coyote es 2mm x 20mm x 143cm balloon catheter was advanced to the lesion and was inflated to 6 atms for 120 seconds. Then the balloon was inflated to 4 atms and it ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.